Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 415 mg/dl. Customer reported their current blood glucose level 276 mg/dl. Customer was not using auto mode at the time of incidence. Customer reported they had trouble with infusion set. The insulin pump will not be returned for analysis.